Event description:
Same case s MDR ID: 2134265-2013-3168;2134265-2013-03178. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. The ilab cart system 100v with motor drive was used in conjunction with an atlantis sr pro2 catheter intended to visualize the target lesion. It was noted that during post ivus the mdu was unable to perform automatic pullback. The physician completed the procedure with the same catheter using manual pullback. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).